Event description:
Supplemental report 4/28/2020: per the additional information received in the updated ECG analysis received on 4/20/2020, an arrhythmia was detected by the lifevest at 1:40:58 and 1:41:23 am with response button use. The patient's rhythm during this time was sinus tachycardia at 120 bpm with nsvt degrading to vt at 200 bpm. The response buttons were being pressed at this time, preventing the lifevest from delivering a treatment. It is unknown who was pressing the response buttons. A non-treatable rhythm was declared by the lifevest at 1:41:49 am. An arrhythmia was detected by the lifevest at 1:41:59 am while the patient's rhythm was vt at 220 bpm. The arrhythmia self-converted to bradycardia two seconds before the treatment shock was delivered at 1:42:36 am. The patient's post-shock rhythm was sinus bradycardia at 25 bpm with hb bigeminal pvcs and motion artifact. A non-treatable rhythm was declared at 1:42:56 am, and the lifevest was shutdown. At 1:44:29 am, the lifevest was powered on. At 1:50:57 am, an arrhythmia was declared by the lifevest. The patient's rhythm at this time was sinus tachycardia at 120 bpm with nsvt degrading to vt at 210 bpm with motion artifact. A non-treatable rhythm was declared by the lifevest at 1:51:12 am. From 1:51:12 am to 1:56:15 am, review of the patient's continuous ECG recordings revealed that the patient's rhythm was vt at 220 bpm with motion artifact. The patient then received a first non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 180 bpm with CPR and motion artifact. Post shock rhythm was an idioventricular rhythm at 30 bpm with CPR and motion artifact. The patient received a second non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 170 bpm with CPR and motion artifact. The oost shock rhythm was cprand motion artifact. The patient was in vt for seven seconds for receiving the treatment. The patient received a third non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with motion artifact. The post shock rhythm was asystole with intermittent cardiac activity and CPR and motion artifact. The patient was in vf for 20 seconds before receiving the treatment. The patient received a fourth non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with motion artifact. The post shock rhythm was asystole with CPR and motion artifact. The patient was in vf for 42 seconds before receiving the treatment. The patient received a fifth non-lifevest defibrillation. The patient's rhythm at the time of treatment was vf with CPR and motion artifact. The post shock rhythm was asystole with CPR and motion artifact. The patient was in vf for 2 minutes 13 seconds before receiving the treatment. From 1:51:12 to 1:56:15 am, CPR and motion artifact along with external defibrillations prevented the lifevest from delivering a treatment during the treatable arrhythmias. From 1:59:30 am to 2:12:15 am, review of the patient's continuous ECG recordings shows that the patient's rhythm was vt from 220 bpm to 250 bpm with vf and CPR/motion artifact. The patient received a sixth non-lifevest defibrillation. The patient 's rhythm at time of treatment was vf with CPR and motion artifact. The patient's post shock rhythm was CPR motion artifact. CPR and motion artifact during this time prevented the lifevest from delivering a treatment. The device was shut down at 2:12:15 am while the patient's rhythm was obscured by CPR and motion artifact. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Prior to passing, the patient received an inappropriate treatment from the lifevest. At 1:41:59 am, an arrhythmia was detected by the lifevest. The patient's rhythm was ventricular tachycardia (vt) at 220 bpm. The arrhythmia self-converted to bradycardia 2 seconds prior to the shock delivery at 1:42:36 am. The post-shock rhythm was sinus bradycardia at 25 bpm with heart block, bigemincal premature ventricular contractions, and motion artifact. A non-treatable rhythm was declared by the lifevest at 1:42:56am. Hospital staff reportedly attempted to resuscitate the patient. The response buttons were not pressed during the event.

Manufacturer narrative:
Supplemental report 4/28/2020: device evaluation of monitor sn: (B)(6) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor was the external defibrillations received while the patient was wearing the lifevest. The lifevest is not defibrillator proof. Device evaluation of monitor sn: (B)(6) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the damaged monitor caused or contributed to the patient's passing. Device evaluation of electrode belt sn: (B)(6) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the damaged monitor caused or contributed to the patient's passing. Device evaluation of electrode belt (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Prior to passing, the patient received an inappropriate treatment from the lifevest. At 1:41:59 am, an arrhythmia was detected by the lifevest. The patient's rhythm was ventricular tachycardia (vt) at 220 bpm. The arrhythmia self-converted to bradycardia 2 seconds prior to the shock delivery at 1:42:36 am. The post-shock rhythm was sinus bradycardia at 25 bpm with heart block, bigemincal premature ventricular contractions, and motion artifact. A non-treatable rhythm was declared by the lifevest at 1:42:56am. Hospital staff reportedly attempted to resuscitate the patient. The response buttons were not pressed during the event.